Event description:
Catheter break was found. Since the patient was transferred from another hospital, the information regarding the broviac catheter placement is unknown (including placement date). Leak of medical fluid was found in the (B)(6) hospital. Then catheter lock was attached to the damaged catheter for infusion. After the infusion, the catheter was removed.

Manufacturer narrative:
This complaint is unconfirmed. The complaint sample contains no evidence of a leak or a break in the catheter. A cross sectional view of the distal end of the proximal section exhibits a smooth and striated cut. This evidence is also seen on the proximal end of the distal section. The proximal end of the distal section showed a match when mated to the distal end of the proximal section. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.